Event description:
The lay user/patient contacted animas on (B)(6) 2012 alleging the subject pump delivered an un-programmed bolus. The patient reported that the alleged issue occurred approximately 1 month prior to contacting animas (specific date not recalled). The patient claimed she became aware of the un-programmed bolus when she felt the pump vibrate like it was giving a bolus. The patient reported she immediately removed the pump and cancelled the bolus. The patient denied developing a blood glucose excursion due to the un-programmed bolus. At the time of troubleshooting, the patient denied any issues with her keypad buttons. The patient also claimed that nothing appeared in the pump's history in regards to the unprogrammed bolus. There was no adverse event associated with this complaint; however, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 07/05/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was exercised for 24 hours with no unprogrammed boluses occurring during testing. A normal bolus and an audio bolus were successfully performed and both boluses were accurately recorded in the pump history. There were no keypad functionality issues observed during investigation. There was no defect found on evaluation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.